Event description:
It was reported that there was a pinhole in the seam of an intravia bag, which resulted in a leak. This was observed prior to patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation against the reported condition. The device was visually inspected and the reported condition was confirmed. The device was pressure tested and failed. The cause was related to defective material and manufacturing. Awareness was provided to the associates related to the condition. An alert notification was generated to the supplier of the material. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.